Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
An outside law firm submitted a complaint that alleges "a patient in the operating room was receiving propofol and levophed infusions. The pump emitted several inappropriate air-in-line and upstream occlusion alarms, causing an interruption to the patient's medication. The patient's care team was forced to administer rescue medications after the patient's mean arterial pressure decreased into the 50s." Note: MFR "report" # 9610825-2026-00106 has been submitted for the infusomat space pump involved in this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples, logs, or responses to our questions were received. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.